Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device available for evaluation? Yes; returned to manufacturer on: 7/21/2020. Device returned to manufacturer? Yes. Device evaluation: the sample was received in a plastic bag at the manufacturing site for evaluation. The white fragment in question was returned in a separate bag and pasted with tape into the specimen container. Visual inspection using microscope magnification was performed. The material in question returned was clearly identified as a small white particle. The reported issue was verified on the return. During sample evaluation, the returned pcb00v unit was disassembled. No broken components or manufacturing defects were observed. Also, no defects at the cartridge component, plunger, rod, nut, upper/lower bodies, that could impair functionality in the device, or lead to get debris or particles issue. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. A video was also provided. Upon evaluation of the video provided by the customer, the implantation of lens was observed. During the delivery of the lens into the patient''s eye, it was observed a white foreign material came out with the lens while the lens was unfolding. The foreign white sample was sent to an independent laboratory for analysis. Ftir analysis of a foreign white particle shows that it is consistent with abs crylonitrile/butadiene/styrene). As part of the manufacturing process the lens and the final assembled device go through a visual inspection for particulates and/or fibers. Acceptable units continue the manufacturing process to primary packaging, sterilization, and then final packaging. Based on the stated above, the manufacturing process have controls to identify and discard units with foreign material. Nr-0143710 addressed the corrections for the foreign material loose event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/ date of birth: unknown, information not provided. Gender/ sex: unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: unknown/not provided. If explanted, give date: lens remains implanted, therefore, not explanted. Email address unknown, information not provided. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when an intraocular lens (iol) was implanted, white substance was found to be attached to the iol in the patient¿s eye. The procedure was completed successfully after the substance was removed. The lens remains implanted. There was no patient injury reported. No further information was provided.